Event description:
Report received of a non-delivery of blood with no pump alarm. The pt was to receive two units of blood. The customer contact reported that she hung a unit of blood just before she left for the day. The pump was programmed to deliver at a rate of either 70 or 75ml/hr. The customer noted that the blood was dripping into the filtered drip chamber of the blood set, and the pump was incrementing as though blood was being delivered. At an unspecified time later, the next nurse that checked the infusion noted that the filtered chamber was completely full. The chamber was cleared and the infusion was resumed. Several hours later, it was noted that no blood had been delivered to the pt. The pump was incrementing as though fluid were being delivered, but the pt never received any fluid. There was no pump alarm. The customer reported that the tubing was correctly aligned within the tubing guide and channel. It was reported that the blood in the IV tubing had clotted. The unit of blood was discarded and the pump was removed from clinical service. The two units of blood that were ordered to be infused were given using a different IV pump. There was no reported adverse effect to the pt.